Manufacturer narrative:
H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a) select patient information cannot be provided due to regional privacy regulations. Section d) other medical products in use during the event include: product ID: 9733597, serial/lot: unknown, product ID: 9731203, se rial/lot: unknown, and product ID: 9660651, serial/lot: unknown.  H3, h6) the system was serviced in the field. In summary, the system performed as intended once parts were replaced. Codes b01, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was no magnetic field generated from the emitter. The exact cause was unknown, but it was reported the external power data cable, mobile emitter, and axiem portable system would be replaced. There was no health damage to patient and surgical delay was less than one-hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9660651, lot number: 0200057526. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product: 9731203, lot number: 0400006561. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product: 9733597, lot number: 220907. It was reported that the returned cable had no apparent physical damage. A continuity test revealed a short from pin 4 to shield on the universal serial bus (usb) connection. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.